Manufacturer narrative:
(B)(4). Report source - foreign-germany. Concomitant medical products: revitan proximal stem, item number and lot number unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that: the patient underwent a revision due to an implant fracture. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product numbers have been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 sulox, head, m, 32/0, taper 12/14; item: 173206, lot: 279884. Revitanâ®, proximal part, cylindrical, uncemented, 55, taper 12/14; item: 0100402055, lot: 2777752. Visual examination of the returned product showed that the sulox head looks inconspicuous with some slight metallic smearing deriving most likely from the removal. The distal and proximal components of the revitan stem show damages from the revision surgery in the form of scratches and nicks. No bone on growth can be seen on the anchoring surface of the proximal component. On the medial side, the proximal component has a fine polish, which possibly derived from micromotions against bone. Only little bone attachments can be found on the anchoring surface of the distal component. The connection pin of the distal component is fractured in the not blasted area. The fracture surfaces point to a fatigue fracture with the origin located on the lateral side. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.